Manufacturer narrative:
H6 investigation conclusion code 22: the stealth 360 peripheral orbital atherectomy device (oad) system instructions for user manual states that an embolism is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The stealth 360 peripheral orbital atherectomy device (oad) was used to treat the superficial femoral artery (sfa) and a 95% stenosed, heavily calcified, and mildly tortuous popliteal artery (pa). The oad was spun on low speed and medium speed in the sfa, stopping every thirty seconds to flush the device. The oad was then advanced to treat the pa and was spun on low speed. Contrast angiography was performed and embolization of small calcium particles in the anterior tibial artery (ata) and posterior tibial artery (pta) were observed. Aspiration of the embolic fluid with a luer lock syringe was performed to successfully restore flow in both vessels. The patient was stable throughout the procedure. The physician's opinion was the oad treatment contributed to the embolism, as flow was better prior to atherectomy and there was a cap present in the posterior tibial artery and the embolism drained into it.